Event description:
Peripheral neuropathy. Rash all over body [rash generalized]. Blood levels came back with a high zinc level, learned blood zinc level 115 [blood zinc increased]. Itchy skin [pruritus]. Stomach cramps [abdominal pain upper]. Nausea. Vomiting sometimes [vomiting]. Numbness feel/hands on and off, numbness in legs and toes [hypoaesthesia]. Tingling feet/toes, electric shock waves left leg [paraesthesia]. Pancreas issues [pancreatic disorder]. Does not hold dentures in place very well [device ineffective]. Applied fixodent neutral 3 times a day, fixodent original used up to 2 times a day [device misuse]. Zinc toxicity [metal poisoning]. Antalgic gait, inability to walk for more than 15-20 minutes [gait disturbance]. Leg weakness, leg muscle weakness [muscular weakness]. Dizziness. Foot pain, leg pain [pain in extremity]. Headaches. Back pain. Weakness [asthenia]. Back discomfort [musculoskeletal discomfort]. Diarrhea. Sore throat [oropharyngeal pain]. Axonal neuropathy at the l4-l5 level, left greater than right [axonal neuropathy]. Radiculopathy at the l4-l5 level, left greater than right [radiculopathy]. Joint pains [arthralgia]. Neck pain [neck pain]. Loss of balance [balance disorder]. Skin color change [skin discoloration]. Vibration is impaired in the left toe and absent in the right toe [vibration test abnormal]. Decreased sensation in the left foot in the l5-s1 distribution [sensory loss]. Copper levels have always been low [blood copper decreased]. Ankle jerks depressed [areflexia]. Case description: a consumer reported that they, a male currently age (B)(6), used fixodent denture adhesive, neutral cream 1 applic, at least 3 times a day (device misuse) for two weeks in (B)(6) 2012 and reported the following: blood levels came back with a high zinc level, itchy skin, does not hold dentures in place very well (device ineffective). The case outcome was not recovered/not resolved. Other product used previously without incident: yes - fixodent original cream for the previous 8-10 yrs. No further info was provided. On (B)(6) 2012, received consumer's follow-up phone call: the consumer revealed that he has a rash all over his body. No further info was provided. On (B)(6) 2012, safety received consumer's follow-up questionnaire that revealed he used fixodent denture adhesive, original 1 applic, 1-2 times a day for more than 10 years to hold dentures concurrently with fixodent with fixodent denture adhesive, neutral cream 1 applic, at least 3 times daily for two weeks in (B)(6) 2012 and reported the following: tingling feet/toes beginning 2009, nausea beginning (B)(6) 2009, stomach cramps beginning 2010, vomiting sometimes beginning (B)(6) 2012, numbness feet/hands on and off beginning (B)(6) 2012, pancreas issues beginning (B)(6) 2012, rash all over body, itchy skin beginning (B)(6) 2012. All reported symptoms are ongoing. Emergency room was visited. Blood zinc and blood copper levels were completed; also ultrasound of kidney and bladder. Treatment: drank milk when experienced nausea, metformin hcl ER 500 mg to treat pancreatic issues, hydroxyzine 25 mg for itchy rash, and ranitidine. The case outcome was not recovered/not resolved. Past medical history included: allergy - none, concurrent condition - chest pain/ concomitant medications included: none. No further info was provided. On (B)(6) 2012, consumer relations received consumer's follow-up phone call: the consumer had a blood test about (B)(6) weeks ago and learned that his zinc level was 115. He discontinued use of the fixodent original about (B)(6) weeks ago. He is now using the neutral and he knows that it is a small amount of zinc in it, and he expects his level to be lower by now. He had been using the fixodent original for 20 years. No further info was provided. On (B)(6) 2013, drug and poison info center consumer follow-up received: consumer revealed that, while he had seen a neurologist for treatment, his neuropathy had not gotten any better. No further info was provided. On (B)(6) 2013, safety received physician's letter dated (B)(6) 2013: the physician indicated fixodent denture adhesive cream did not cause the reported experience with which he had been involved. On (B)(6) 2013, safety received medical records provided by the physician that consisted of 3 neurology consultation reports/visits at (B)(6) 2012 and (B)(6)2013 as follows: safety received neurology consultation report date of service indicated as (B)(6) 2012: the chief reason for pt's referral for this consult was lower back pain and leg pain. This is a (B)(6) male with diabetes, on metformin with the history of laminectomy in 2011 for back pain, leg pain and weakness. After the surgery with physical therapy, he improved considerably but was left with residual back discomfort and lower extremity numbness and tingling. The pt was positive for chest tightness with nauseousness, occasional vomiting, diarrhea, and sore throat. The pt had been worked up by cardiology with diagnosis pending. He did go to the dominican republic for emg and nerve conductions and it showed axonal neuropathy plus radiculopathy at the l4-l5 level, left greater than right, had therapy, and the pt was not interested in taking pain medications. The pt was taking extra strength tylenol for pain. He is allergic to oxycodone and some other pain medicines. Review of systems revealed respiratory tract positive for phlegm; genitourinary: positive for bloody urine, frequent urination, and pain urinating; musculoskeletal system positive for joint pains, neck pain and loss of balance; skin positive for itching, change in color and rash; endocrine system positive for excessive thirst and excessive urination, and psychiatric: positive for nervousness. Neurological examination revealed he was awake, alert and oriented; higher level functions intact. Sensation was normal in the face, no facial asymmetry. Tongue midline and gag reflex intact. Motor, sensory, and cerebellar testing of the upper extremities was normal. No limb ataxia. In the lower extremities, straight leg raising slightly positive bilaterally. Flexion and extension of the waist slightly limited. The pt had excellent strength both proximally and distally in both lower extremities. Reflexes preserved at 2+ and knee and ankle jerks. Sensory exam shows decreased pin prick to mid-calf bilaterally. Vibration is impaired in the left toe and absent in the right toe. There is some evidence of decreased sensation in the left foot in the l5-s1 distribution. Gait was fairly normal. Impression/plan at first neurology consultation dated (B)(6) 2012: it was the physician's impression that the pt has lumbar radiculopathy, post laminectomy at l4-l5, and he has a peripheral neuropathy with diabetes. The physician offered the pt medications such as lyrica, but he did not wish to take anything at this time. B/p this visit 130/70, pulse 75 bpm, respirations 16 per minute. Plan was to see the pt again in three months. On (B)(6) 2012, documented vital signs handwritten on the (B)(6) 2012 neurology consultation report were as follows: (B)(6), b/p 112/70. In the following two visits, (B)(6) 2012 and (B)(6) 2013, the physician's impression/plan was to continue to see the pt in a few months. Evidently neurontin 300 mg tid had been offered to the consumer after the physician had seen him and the consumer agreed to take it. In (B)(6) 2012, follow-up visit, the consumer had bypass surgery about one week earlier and he was doing well following the surgery. The doctor did indicate that the consumer was filing for disability and his disability was fairly significant in the sense that he could not sit for any length of time or stand for any length of time because of the discomfort. He had requested a cane because of a little bit of instability once in awhile so this was ordered for him. Plan to increase neurontin to 600mg tid documented in the (B)(6) 2013 visit. B/p 130/74. In a note on the medical record dated (B)(6) 2013, the physician stated "fixodent denture adhesive cream did not cause the reported experience that I have been involved with." On (B)(6) 2013, safety received neurologist follow-up visit dated (B)(6) 2013: the pt requested that the neurologist make a determination whether his peripheral neuropathy was secondary to fixodent. The pt told his physician his neuropathy symptoms started in 2002, and it was not until 2012 that he was diagnosed with diabetes. According to the physician, it is true that diabetic neuropathy symptoms can start before the diagnosis of diabetes is made, but if in fact his symptoms started in 2002 that is a fairly long time before the diagnosis of diabetes. The pt said that he had been using fixodent since he was a child at around the age of (B)(6) when his teeth were taken out in (B)(6). The pt had zinc levels in the past that were up to 200 and event recently 149. In (B)(6) 2011, his zinc level was 200. His copper levels have always been low, but not until after his cardiac surgery did they come back up to a normal level. With this new info, the physician stated that the likelihood of fixodent causing his neuropathy becomes more of a possibility. In any case, the pt was taking his neurontin for discomfort, but was not as faithful as he should if he really wanted the discomfort to improve. The physician went over how to titrate the neurontin again. The pt was given enough neurontin 300 mg to take it 2-3 times a day as necessary. On (B)(6) 2013, neurological exam findings: the pt was awake, alert and oriented. Higher cognitive functions were intact. Cranial nerve exam shows pupils to be equally reactive; extraocular movements intact; fields of vision intact; no diplopia elicited; no facial asymmetry; facial sensation normal; no evidence of trapezius weakness. Gag reflex intact. Motor, sensory, and cerebellar testing of the upper extremities normal. Lower extremity testing shows ankle jerks depressed. Plantars are downgoing bilaterally and sensory exam shows distal sensory loss with an antalgic gait. Extremities without cyanosis, clubbing or edema. Symmetric pulses at 2+; good range of motion, no tender back areas. On (B)(6) 2013, safety received consumer's follow-up letter: the consumer stated his neurologist did not have all the medical or neurological assessments, especially prior to (B)(6) 2012. He indicated that he was not diagnosed with diabetes until (B)(6) 2012, at which time he had a (hb) a1c test result of 7.0, and when it was tested again in (B)(6) 2012, the (hb) a1c test result was normal range of 6.0, therefore, diabetes was not cause of his neuropathy. He indicated that he was diagnosed with neuropathy caused by zinc toxicity based on tests back in 2011. On (B)(6) 2013, legal document received to legal department with info as follows: the consumer, representing pro se at this time, indicated that he had been using fixodent since 1993 to present time. In 2011, he experienced extreme nerve issues and spinal cord illness such as weakness of legs, electrical shock waves on the left leg, tingling, numbness, and an inability to walk for more than 15-20 minutes at a time. Therefore, he was referred to an orthopedic doctor who forwarded his referral to a neurologist for eval. The neurologist ordered an MRI and he was diagnosed with chronic neuropathy. Due to neuropathy, the consumer experienced numbness of legs and toes, electrical shock waves going up left leg, dizziness, foot pain, headaches, back pain, leg muscle weakness that forced him to use a can. The consumer's chronic neuropathy forced him to have spinal cord injury l4/l5 that resulted in spinal cord surgery and permanent disability, as well as herniated discs pending surgery. He indicated that he was treated with high dosages of gabapentin. He was now unable to work. No further info was provided.

Manufacturer narrative:
Product had not been returned and lot check, batch retains not requested as case concerns long term product usage.